Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
Operating room nurse has reported that a staple line did not close properly and that a big bleeding was the reason why the senior physician was contacted to help. She reported that hey could solve the bleeding by setting clips. In her opinion it was a malfunction of the device so she created a vigilance report. After personal consultation with the surgeon she has described the case as followed - it looked that the stapleline was not closed/formed properly, she noticed that occasionally braces have stood up and the staple line did not look familiar as usual - the staple line was absolutely tight, no intraoperative problems or bleedings. In their opinion, the diffuse bleeding which occurred during the procedure along the staple line did not indicate any inferences of the instrument at all. No patient consequences reported and no need for a vigilance report. A photo of the staple line was made and will sent to me next days is available for further investigations if needed. Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.